Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed safely from the patient's body and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed safely from the patient's body and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.00mm x 12mm, catheter was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues and a detailed microscopic examination of the balloon identified a pinhole leak 1mm distal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. The allegation in the complaint is confirmed.